Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Patient height: 116cm. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po without information. Explanted." All med watch submissions related to this patient/report are: 3004721439-2018-00222 ; 3004721439-2018-00223 (this report).

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damages were detected. Permeability test: a permeability test has indicated that the valve has a blockage. Results: we have dismantled the valve. Insided the valve we have found small deposits of substances (likely protein), which may have caused the suspected malfunction is in the past. Based on our investigation, we have determined that the valve has a blockage, likely due to a build up of proteins. Even though the observed deposits were slight, even a small amount of nonvisible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therepy by shunt implants.